Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited non capture, dislodgement and a "kink" near the pin. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the body of the lead became extrinsically distorted. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.